Manufacturer narrative:
This account still had the unintentional movement with the left siderail ucm isolated. Technical support instructed the account to inspect the right siderail ucm. The account replaced the right siderail ucm board to correct the issue.

Event description:
The account alleged when they plug in the bed, the head section will rise by itself.